Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. On (B)(6) 2019, the lead was successfully explanted and replaced. No patient symptoms were reported and the patient was reported to be recovering post procedure.

Event description:
New information received stated that the lead noise anomaly was discovered on (B)(6) 2018 after a pulse generator change procedure. The patient was not affected by the noise anomaly. After the lead extraction procedure, the patient developed pericardial tamponade. The patient was successfully treated and discharged from the hospital.